Event description:
It was reported that the device exhibited the following alarms: 41625-1681-1681-0-2. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, and a peeled downstream occlusion seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the error code was the root cause, and the error code was cleared. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.